Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There were few additional findings during device evaluation. The label on the video connector was peeled. Adhesive on bending section cover had a chip. Scratches were found throughout the device. Video connector case had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the loaner endoeye flex deflectable videoscope to olympus. Upon device evaluation, it was noted that the adhesive part of the objective lens was peeled off. This report is being submitted for reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.